Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported the irrigation tube disconnected from the handpiece during surgery. On the patient's one day post-operative examination, corneal edema was noted. Additional information was requested. Additional information was received, from a company sales representative, reporting the surgeon was unwilling to provide any additional information as he thought the tubing disconnection may have been caused by the staff's "misconnection".